Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error during a temp basal setting. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue the use of the pump and revert to back up plan. No further information reported.